Event description:
It was reported that the power load intermittently will not unlock and there was an adverse event during use to the user. The patient was not affected. Further information was not provided.

Manufacturer narrative:
It was confirmed by the customer that the adverse event was reported in error and that no adverse event occurred. It was also reported that device had intermittent electronic function however was still fully functional in manual mode. This issue is not likely to cause or contribute to serious injury or death if it was to reoccur.

Event description:
It was reported that the power load intermittently will not unlock and there was an adverse event during use to the user. The patient was not affected. Further information was not provided.